Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have one or more of the housing snaps broken. The broken piece was returned, measuring roughly 0.211" x 0.219" in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps white cap that connects to the working shaft was detached and a small white piece fell off. The procedure was completed with no reported injury.